Event description:
It was reported that the physician's programming system was not working properly. Per the physician, the wand's "data received" light is blinking all the time and the wand is not transferring data. Troubleshooting was refused by the physician. Product has been requested, but has not been returned to manufacturer to date.